Manufacturer narrative:
The siemens technical support center (tsc) analyzed the instrument data and determined that the cause of the discordant sodium result was unknown. The tsc advised the customer to perform a bleach clean, replace the sample probe, sensor and perform all alignments and a precision study. All results were acceptable and the instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant sodium (na) result was obtained on a dimn exl with lm instrument. The initial result was reported to the physician. The sample was retested and the corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.